Event description:
After repeated attempts at vacuum assisted delivery, baby born with abrasion of the scalp the diameter of the cup; slightly to the right of the center of the head. Swelling of the head and hamatoma noted. Seen by neonatologist; baby diagnosed with subgaleal hematoma and occipital cephalohematoma.